Manufacturer narrative:
The intellamap orion catheter was returned to boston scientific for analysis. A flow test was performed and found leak to be present, consequently confirming the reported complaint. Additionally, the device was destructively analyzed and it was possible to locate the leak which was at the same position of the proximal kink found on the catheter shaft. Analysis of product returned revealed that the device presents a leak while it was performing the flow test, consequently confirming the reported complaint. Additionally, the device was destructively analyzed and it was possible to locate the leak and it was at the same position of the proximal kink found on the catheter shaft, and it may be related with some other factors such as; excessive handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity, and the kink found on the catheter shaft caused the device leak.

Event description:
The intellamap orion catheter was selected for use during the pulmonary vein isolation procedure. It was reported that during preparation leakage occurred from the catheter's handle. The catheter was exchanged, and procedure was completed without patient complications. The device was returned for analysis.

Event description:
The intellamap orion catheter was selected for use during the pulmonary vein isolation procedure. It was reported that during preparation leakage occurred from the catheter's handle. The catheter was exchanged, and procedure was completed without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.